Event description:
According to the reporter, hours after laparoscopic sleeve gastrectomy, the patient went to use the bathroom and the pressure of pushing caused some seal to disrupt (bleeding of over 500 cc) and the patient began to fell ill immediately. There was no re-grasp alert, there was an end tone heard, and there was evidence of energy delivery. The patient was brought back from recovery and re-operated on to correct the bleeding issues/drain clots. A blood transfusion was required. The issue was with the vessel seal which led to the bleed. The exact location of the bleed was not found and the bleeding was brought under control. The patient extended the hospitalization for 48 hours and now in recovery without further issue. Generator used was vlft10gen version 4.0.3.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial#unknown). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.